Event description:
It was reported that there was an error code 41622 1003, which likely indicates a motor issue or a damaged downstream occlusion seal (dso) sensor or seal. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was not duplicated. Review of the event history log did not show anything related to the reported issue. Preventative maintenance was performed. The device tested normally.